Manufacturer narrative:
The date the device was returned to the manufacturer was reported as may 8, 2017 in the original report and has been updated to may 23, 2017. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed the cutter insertion assessment and had a drilled neuro tip. It was further determined that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this was because the bearings were no longer in axial alignment and not allowing the cutter to pass through. It was determined that the failure was caused by worn out bearings consistent with normal wear. It was determined that the issue with the drilled leg was caused by excessive side loading during use, it was determined that the issue with the drilled neurotip was failure to follow the directions for use. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. It was determined that the attachment could be forced into position which placed the distal tip of the burr in compression. It was determined that at this point, the tip of the burr was in direct contact with the neuro-tip of the attachment. It was determined that when the drill was started, the burr drilled into or through the neuro-tip. Motor device overheated. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device had a damaged component - bearings, ball bearings fell apart, missing ball bearings, casing not available and craniotome holder was damaged. It was further determined that the device failed pretest for visual assessment, cutter insertion and temperature. It was noted in the service order that the device shaft would not fix well before the procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.